Manufacturer narrative:
The result with 0.011 uiu/ml was reported to the physician. The reagent lot number 35350285 was used for the tsh3-ul testing. The expiration date is 08/27/2016. The complete address for the (B)(6) laboratory was provided: (B)(6) a siemens field service engineer (fse) was sent to the customer site. The fse verified hardware performance and found all the data satisfactory. Other tsh results: alternate method 1: 4.6 uiu/ml. Alternate method 2: 4.7 uiu/ml. Advia centaur xp: 4.6 uiu/ml. The results matched with other t3 and t4 indices and each other. 04/12/2016 correction: the third statement has a clerical for the assay name. The assay name is tsh3-ultra and not tsh2-ultra. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur xp tsh3-ultra result is the rare variant of tsh. An important product safety information bulletin ((B)(4)) was sent to customers in the united states and an urgent field safety notice ((B)(4)) was sent to customers outside of the united states, issued may 2013, that explains a rare variant of tsh, identified in a small cluster of patients, is not detected by siemens advia centaur systems tsh3-ultra assay. The customer communications also included a reminder that, for diagnostic purposes, the results obtained from these assays should always be used in combination with the clinical examination, patient medical history, and other findings. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A falsely low advia centaur xp tsh3-ultra result was obtained for a patient sample. The patient sample was tested for tsh at another laboratory and the result was higher. The patient sample was repeated for tsh2-ultra and the result was low. A fresh sample was obatined and tested. The tsh3-ultra result was low . The patient sample was sent to three other laboratories to be tested. The tsh3-ultra result was low and the tsh results were higher. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.